Event description:
Product analysis on the returned lead was completed on (B)(6) 2012. The lead assembly was returned intact. During the visual analysis the positive connector ring quadfilar coil appeared to be broken at the proximal end of the anchor tether. Scanning electron microscopy was performed and identified the area as being mechanically damaged with pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. What appeared to be remnants of dried body tissue were observed wrapped around the outer and inner silicone tubes, in some areas. What appeared to be remnants of dried body fluids were observed inside the outer silicone tubing, in one area. Slice marks, likely caused during explant were the only opening identified in the outer tubing, and the likely cause of the fluid leaks. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012, indicating that the patient had revision surgery on (B)(6) 2012. The lead was explanted and replaced at that time. An implant card received on (B)(6) 2012 indicated that lead impedance following the replacement was within normal limits. The lead was returned to the manufacturer on (B)(6) 2012. Analysis is not yet complete.

Event description:
It was initially reported that the patient had high impedance at a recent appointment. When the physician interrogated that patient's generator the high impedance warning message came up. Diagnostics indicated the output current was limited and the impedance was high. X-rays were taken but will not be provided to the manufacturer. The surgeon reviewed the x-rays and said they were not any particular lead break. There was not any manipulation or trauma that would have contributed to the high impedance. Diagnostics were within normal limits on after the patient's recent generator replacement. Surgery is likely but has not occurred to date.